Event description:
A user facility reported to olympus that the endoeye flex deflectable videoscope exhibited blackout with no displayed-on screen when connected to an otv-s190. It was reported that after repeating the act of wiping the connection part with alcohol and connecting it to the otv-s190 several times, the problem was resolved. The event occurred during an unknown therapeutic procedure. It was reported that the procedure was completed using the same device. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The device has been returned to olympus for evaluation. The evaluation is currently in process. A supplemental report will be submitted upon completion of the device evaluation/investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a temporary contact failure at the video connector contact. Additionally, the device was evaluated where no abnormalities were found that could have caused or contributed to the event. Olympus will continue to monitor field performance for this device.